Manufacturer narrative:
Poly insert dislocation was reported for pt with a total knee implant. Revision surgery occurred to exchange the poly insert. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Poly insert dislocation was reported for the pt with a total knee implant. Revision surgery occurred to exchange the poly insert.